Manufacturer narrative:
The reporter indicated that the pt has gastroparesis and does not do well with some foods. A follow-up call was made to the reporter on (B)(6) 2010. The pt resumed pump therapy on (B)(6) 2010 and his bg's reportedly have been responding well. She confirmed that no adjustments have been made to the pump settings. The device has not been returned to animas for eval. The device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following findings : no defect was found. Reported failure date is overwritten in the black box, no activity outside normal use observed in the available data. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates, force sensor calibration reading is within specification. The pump passed a 29 hour flow accuracy test and found to be delivering within required specifications, the pump was opened and inspected, no damage or moisture ingress was found to the force sensor circuit or to the power circuit.

Event description:
The pt's wife contacted animas to report the pt's hospitalization. The emergency medical services (ems) were contacted on (B)(6) 2010 at 3 am because the pt was found unconscious. The pt's blood glucose (bg) was less than 20 mg/dl and was treated with glucagon but the pt did not respond. The pt was taken to the hospital where he was treated with IV glucose. On the night before the reported incident, the pt's bg was 170 mg/dl before dinner. He had taken 4.65 units combo bolus with the pump and started to feel low prior to going to bed. The pt's bg was 60 mg/dl before bedtime so he self-treated with cookies and ice cream. The animas representative reviewed the pump with the reporter and noted the following: the date/time and basal/bolus settings were confirmed to be correct, the total daily dosage history added up correctly. The prime history indicated that the infusion set was changed 2 times on (B)(6) 2010 at 11:36 pm and at 11:56 pm. The reporter indicated that the infusion set was changed again ast 11:56 pm because the infusion set had fallen off after the first change. The reporter claimed the pt was not attached during the priming steps. There was no indication that the pump malfunctioned: however, this complaint is being reported because the pt allegedly was hospitalized for severe hypoglycemia.